Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, he experienced high blood glucose level which they tried to treat with correction injection via multiple daily injection. The infusion set had been used for one and a half days. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.